Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updating report with new information.

Manufacturer narrative:
Updating report with new information.